Event description:
It was reported that the patient had inappropriate shocks due to oversensing. The patient was in church rounding up kids at the time he felt the shocks. Technical services reviewed and discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.